Manufacturer narrative:
(B)(4) service reps repaired a loose connector on the spo2 board. Performed all functional and safety checks and unit was returned to service.

Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.